Event description:
In 2009, lifescan received a complaint regarding an alleged hypoglycemic event. The patient/layperson reported the following information to the customer care advocate as well as to the specialist. Initially, the patient was concerned that her onetouch ping meter possibly caused the insulin pump to not vibrate when she bolused insulin the week before at noon. Since the pump allegedly did not vibrate, the patient assumed she did not receive insulin. However, the patient checked the pump after speaking with the specialist and determined that it had bolused the insulin although it did not vibrate. The patient reportedly tested as usual although the morning information was not provided. The patient tested at noon, programming an insulin bolus before eating lunch. The patient cannot recall the amount of insulin or the blood glucose result stating, "it was perfect." At 3:00p.m., the patient again tested, result 16 mmol/l. Based upon the result, the patient calculated an unrecalled amount of insulin to be bolused from the pump. The pump vibrated twice. The patient denied symptoms of high blood glucose. Reportedly, it is normal for the patient to be asymptomatic with elevated blood glucose. Upon arriving home at 5:30p.m. And planning to eat dinner at 6:00p.m, the patient's blood glucose was 6.8 mmol/l [a normal result]. The patient neither bolused insulin nor had symptoms of high or low blood glucose. Because the patient felt shaky twenty minutes later, she consumed four glucose tablets. The symptoms did not last long. The patient waited twenty minutes after consuming the tablets to eat dinner and to inject her regular insulin. Although the patient alleged no harm and believed all results were accurate, the complaint is classified due to alleged hypoglycemic symptoms developing twenty minutes after a normal blood glucose result followed by self treatment. The patient's products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.